Event description:
It was reported that device was intermittently not displaying v sense marker on real-time egm. It was confirmed that device sensed ventricular beats but did not mark them as v sense events. Telemetry interference was suspected. Reinterrogating the device allowed for the vs marker to be properly marked on the egms. The device was explanted and replaced for upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.